Event description:
It was reported that during percutaneous peripheral intervention (ppi), balloon rupture occurred. Vascular access was obtained via left femoral artery using a 6fr non bsc sheath. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous right common femoral artery. A 3.0 x 20, 75cm mustang balloon catheter was used for pre dilation the lesion. After a non bsc guide wire crossed the lesion, the balloon catheter was advanced. Upon first inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient status post procedure was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).